Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the manufacturer representative was ¿unable to communicate with the patient¿s implanted device¿ during their (B)(6) 2018 appointment. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the patient ¿received an electric shock from an electric light switch and was thrown across the room¿ and that ¿since then, she had been unable to communicate¿ with her implantable neurostimulator (ins) using her recharger or programmer. It was additionally reported that the patient¿s ins had been previously overdischarged twice. As of (B)(6) 2018 it was noted the patient had performed a physician recharge mode (prm) and had been able to recharge the ins. No further event information was reported; no complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient¿s doctor¿s appointment on (B)(6) was changed to (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was not able to receive stimulation/therapy from the ins after the prm was performed. The cause of the ins not communicating was not determined and no further actions had been planned or performed. There were no further complications reported or anticipated.